Event description:
On (B)(6) 2007, patient underwent a revision surgery for a failed bone fusion with bone stimulator of the talar navicular and navicular 1/2/3 cuneiforms. Patient was implanted with a cancello pure wedge and bone plate. Approximately 19 days later patient began utilizing exogen bone stimulator for status post correction of non-union right midfoot with fusion and grafts. Approximately 3 months later on (B)(6) 2008, patient returned for follow-up with a 0.6cm ulceration with drainage over the right instep and pain in the sinus tarsi. The mass was packed with nugauze and dressed with a dry sterile dressing. On (B)(6) 2008, patient underwent a sinus procedure with a graft jacket tissue matrix to fill a sinus or wound opening on the dorsal right foot. On (B)(6) 2008, patient returned for follow-up with wound dehiscence and possible graft rejection/failure or plate rejection. On (B)(6) 2008, patient underwent removal of the graft and associated hardware for nonunion. On (B)(6) 2008, patient presented for follow-up with edema noted in the right foot and no calcaneal inversion or significant eversion.

Manufacturer narrative:
Investigation: according to the manufacturing records the graft was manufactured to specification. There is one related and unconfirmed complaint associated with this batch. The graft underwent two validated sterilization methods; biocleanse: to eliminate the potential of disease transmission and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Re-review of biocompatibility validations and comparison of current processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted. Results of investigation: after an investigation, the departure had no effect on the graft quality. Graft (B)(4) passed all rti release criteria. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. Conclusion: many factors may lead to non-union. Examples include bacterial/viral infection, inflammation, foreign body response, or relative movement of the implant within surrounding tissue. Failure of an implant to incorporate into surrounding tissue may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g. Steroids), adjunct hardware/implants, the physical location of the osteopathy/surgical site, or a prolonged inflammatory response.